Manufacturer narrative:
(B)(4). The device is not being returned, it was discarded by the customer.

Event description:
Customer reports that they noticed a decrease in body temperature when they used a thermometer. They noticed that there was cold air distributed by the device. No pt injury or ill effect.